Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd syringe experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: leakage during the preparation of liquid medicine.